Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The info contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on info submitted by others that may or may not be factually correct.

Event description:
This was a fracture stem that was found to have dissociated on the 6 week xray.